Event description:
It was reported that during a diagnostic procedure, surgery was required. The target lesion was located in the ostium of the left circumflex (lcx) artery. An icross coronary imaging catheter was advanced across an unknown guide wire but the imaging catheter was unable to cross the lesion. The wire and the icross catheter were removed and the guide wire appeared as if it had been frayed. The patient's lcx shut down and the patient went to emergent surgery. The patient is out of surgery and is in the intensive care unit. No additional patient complications were reported. In the physician's opinion, the icross catheter did not contribute to the patient's need for surgery.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient has "bad" coronary disease and was having "issues" prior to the physician attempting ivus. The physician believes he lifted a "flap" when crossing with the non-bsc guide wire that eventually frayed. No additional intervention was performed and the physician as a good prognosis.